Event description:
It was reported that the right ventricular lead was suspected to be fractured as an alert was triggered due to high impedance. The lead remains in use, but a revision procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.